Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Event description:
It was reported that a patient underwent total hip arthroplasty on (B)(6) 2013. During the procedure, the trial head fractured. The surgeon performed a washout of the joint and the fractured pieces were removed from the patient¿s wound.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. A material change was made to this product in july 2012. Device was manufactured december 8, 2010, prior to material change and was conforming when it left biomet.

Manufacturer narrative:
This follow-up report is being filed to relay corrected lot number.